Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl; however, the specific value was unknown as it was displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). No assistance from a third party was required. Technical support provided information on how to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. They were also instructed to contact support again if the malfunction reoccurred, which the caller understood and acknowledged.